Manufacturer narrative:
Mandatory medwatch form was received. Only a partial lead was returned. The damage found was sustained during the surgical procedure. Without the entire lead, a complete evaluation could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient presented to the clinic for high pacing lead impedance. Some intermittent ventricular output was observed the x-rays did not revealed any clear fractures but a slightly translucent area by the distal coil were some insulation may had pulled away. The lead was capped.